Event description:
It was reported that during the procedure of cerebral aneurysm treatment the subject coil delivery wire fractured in the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure of cerebral aneurysm treatment the subject coil delivery wire fractured in the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The returned product was confirmed to be the product reported in the complaint. During visual inspection, the subject mail coil was found not returned and broken off the delivery wire. The coil delivery wire was noted kinked/bent and coil introducer sheath was found intact. Functional inspection was not performed as the results from visual inspection were sufficient. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the reported event was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the main coil was found to be broken off the coil delivery wire and not returned. The coil delivery wire was found to be kinked/bent. An assignable cause of not confirmed will e assigned to the as reported event of coil delivery wire broken/fractured during use as the defect was not confirmed during the analysis. An assignable cause of procedural factors will be assigned to the as analyzed event of main coil broken/fractured during use as the defect appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the as analyzed event of coil delivery wire kinked/bent as the defect appears to be associated with handling of the product or portion of the product during the procedure.